Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of tampon got lodged nearby cervix [foreign body in reproductive tract]. Tampon broken off [device breakage]. Case description: consumer reported via e-mail that part of tampon had broken off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of tampon got lodged nearby cervix [foreign body in reproductive tract] tampon broken off [device breakage]. Case description: consumer reported via e-mail that part of tampon had broken off. No serious injury reported.